Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2026, the user reported hearing performance with a static noise. Although the internal device could not be detected, fitting could still be performed. The audiologist increased the stimulation levels slightly. Re-implantation has been scheduled for (B)(6) 2026.